Event description:
It was reported that the day of implant, the right ventricular (rv) lead had poor sensing and that the r-waves were 17 millivolts at implant and at the post op check were 1 to 3 millivolts on paper and 1 to 1.5 millivolts through the device. It was noted that the impedance and threshold were acceptable. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.